Manufacturer narrative:
One cool point irrigation pump was received for complaint evaluation. After power up, the pump passed the self-start-up test. A cool point tubing set from the current inventory was inserted into the returned cool point pump. The tubing set was primed and fluid flowed through the tubing set. A ¿bubd¿ alarm was displayed upon pressing the arrow key to start the flow rate test. No bubbles were detected from the tubing set. Therefore, the testing was discontinued. During servicing the ¿bubd¿ detectors were found to defective and the defective ¿bubd¿ detectors were replaced. After that the pump functioned normally. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record.

Event description:
During a supraventricular tachycardia ablation procedure, the pump wheel would not turn and due to having to borrow a replacement pump from a different hospital during the procedure, a prolonged procedure occurred. The procedure was able to be successfully completed with the replacement pump with no adverse consequences to the patient.